Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer stated that the display went all black, faded out, showed the number 8, and went completely blank. The customer's blood glucose was 129 mg/dl. The customer stated that she could not see the screen to enter her blood glucose value. She noted that the insulin pump was not a different temperature but the screen was fully black. She did not observe any signs of physical damage to the insulin pump, and she stated that the insulin pump had not been dropped, bumped, or exposed to moisture. Upon insertion of a new battery, the display did not return. She also attempted to clean the battery cap contact during troubleshooting, but this did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.